Event description:
As there was a recall of this device, the patient opted to have the replacement of this device performed. Patient did well throughout procedure. Prior to procedure, there were no problems.